Event description:
After flushing patient's IV, this rn attempted to connect primary tubing to patient's IV port, however tubing could not twist on the port. Attempted to connect tubing to patient's 2nd IV site, was able to screw on tubing, infusion started, then rn noticed the tubing had come off of the IV port. Attempted to connect tubing again (after scrubbing the hub), but the tubing would not twist on properly. New tubing primed and successfully connected to pt's IV without problem.